Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The inspection and testing confirmed the reported issue, and found it was due to a deformed contact pin of the video connector socket. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for a hysteroscopy procedure and prior to the patient being anesthetized, there was no signal output (no image) when the standard-definition camera was connected to the subject device. The intended procedure was completed using a similar device. The procedure delay was less than fifteen minutes. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section d9 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the deformed contact pin could not be determined. Olympus will continue to monitor field performance for this device.